Event description:
It was reported that, on the weekend prior to this report, an ¿8476¿ code was seen on the personal therapy manager (ptm), indicating a motor stall had occurred, and the patient was unable to give herself a bolus. At the time of this report, the patient was in the healthcare provider¿s (hcp) clinic. The hcp read the pump and confirmed that a motor stall had occurred on (B)(6) 2015 at 11:15pm. The stall did not recover. The patient did not have MRI leading up to the motor stall. It was noted that, on (B)(6) 2015, the pump was refilled and reprogrammed and everything was fine. The next refill was scheduled for (B)(6). The patient complained of increased pain. The patient was taking oral pain medication for breakthrough pain. A pump replacement occurred (B)(6) 2015. At this time, the pump connector disintegrated as the hcp disconnected it from the pump. The pump connector was replaced. The patient status following the pump replacement was ¿alive-no injury¿. The device system was used to deliver dilaudid and bupivacaine. The final patient outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor/gear train anomaly and the stall was due to shaft bearing. Also a pump/motor/gear train anomaly and corrosion and/or wear and/or lubrication was found. Analysis of the catheter revealed difficulty with the sc connector led to explant.

Event description:
Additional information received reported the pump was read and the pump setting was altered. The issue had been resolved with pump replacement and the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the pump was replaced due to a motor stall on (B)(6) 2015 as well as a pump connector revision. It was noted 5 centimeters (cm) was removed and 5.5 cm was added. The pump logs indicated the motor stall recovered on (B)(6) 2015 at 13:49 and another motor stall occurred on (B)(6) 2015 at 12:00. On (B)(6) 2015 at 12:00 "stopped pump period may exceed tube set" message occurred. It was further clarified the patient had increased pain, was shaky, and had chills. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient also experienced symptoms of shakiness, and an additional symptom, which was unclear as it was reported. Further follow-up is being conducted to clarify this information. The hcp tried to restart the pump and failed, so he programmed the pump to minimum rate mode. At the time of this report, the patient had recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.